Event description:
It was reported that wireless telemetry no longer worked in this device. The device was able to be interrogated with wired telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m-62 lead; implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a problem with wireless telemetry and it was confirmed that wireless telemetry was no longer available.